Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose (bg) level was 200-260 mg/dl. Reportedly, the customer delivered a correction bolus and bg level decreased to target level. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past and the customer had changed out the supplies.